Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a major infection. The infection site was mediastinum and it was a fungal infection. This was treated with surgery (thoracic descending aortic replacement) and drug therapy. The cause of the infection was due to complexity of medical management and was not related to the device.

Event description:
It was additionally reported that the patient was admitted from (B)(6) 2024 to (B)(6) 2024.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, mlp-017274, with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. A and the heartmate 3 patient handbook, rev. C are currently available. The IFU lists potential adverse events, including infection, that may be associated with the use of the heartmate 3 lvas. The IFU lists infection as a potential late postimplant complication. Several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection, as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.